Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by company representative that the customer was hospitalized three weeks ago, which was not diabetes related. However, in (B)(6) 2014 the customer experienced low blood glucose and paramedics were contacted. The customer was diagnosed with kidney failure. The customer also mentioned the soft sensor needle is so long, it caused scars. The customer's blood glucose was unknown.